Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The affected product was investigated by the getinge laboratory on (B)(6) 2025 with following conclusion: during the investigation the reported failure by the customer could not be confirmed. However, leakages on the blood and the gas side were detected which were not reported by the customer. On (B)(6) 2025 the ssu confirmed that no leakage were noticed by the customer. An exact root cause could not be determined at this time. Further investigation steps will be performed. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "as stated by the customer, the event occurred during a vv ECMO treatment that had been running for 15 days. The customer reported that blood flow was correct at 5 l/min with low pressures in absolute value, there was no hemolysis, no fibrin deposit on the walls of the oxygenator, and oxygenation was effective since the reinjection po2 was more than 400 mmhg. The problem described concerned the purification (removal) of co2. At a sweep flow of 9 l/min, the paco2 dropped only from 56 mmhg to 43 mmhg (pre- and post-oxygenator respectively). The membrane was flushed several times to evacuate condensation without effect on co2 exchange. The customer questioned whether the problem could originate from the membrane and considered replacing the circuit. Later information indicated that the hls set was not replaced. The patient became hemorrhagic, resulting in the removal from extracorporeal support. Clinical details provided by the customer include male patient, 47 years, height 168 cm, weight 80 kg. The hls set was primed and connected on (B)(6) 2025. The investigation report states that the returned hls set advanced 7.0 exhibited multiple leaks to the external environment, originating from both the blood side (see previous paragraph) and the gas side of the oxygenator. The presence of leaks was not reported by the customer. All leak findings originate from the internal investigation. It is therefore unclear when these leaks occurred. If the set was tested by the customer during priming, any major leakage such as the crack at the luer lock should have been detected prior to use. This suggests that the damage likely developed during shipping of the product back to getinge for investigation. As mentioned in the previous paragraph, leaks were also detected between outer covers on the gas side. That said, no internal cross-leak between compartments was found, and the water side remained intact. These structural integrity issues resulted in the failure of leak tests for gas sides. The cause of these leaks could not be determined. Extended use of 15 days may have influenced fiber performance, but this cannot be conclusively linked to the observed gas leaks which originate from the structural body of the hls module. A CT scan and clinical evaluation were recommended for further clarification. Further, the gas leakage confirmed by getinge likely explains the observation reported by the customer regarding the inability to remove co2 as sweep gas was shed to the environment (the likely path of least resistance). No definitive root cause for the gas leak could be established. Reasonable possible causes include mechanical damage during handling, an undetected manufacturing defect, or damage during shipping. There is no evidence of user error contributing to the event. It appears that customer followed standard procedures and attempted corrective measures as recommended by getinge. Based on the available information, the hemorrhagic event cannot be clearly associated with the observed gas leak or with the reported difficulty of co2 removal. Further, it is unknown if patient comorbidities contributed to the hemorrhagic condition of the patient. In conclusion, a leak in the gas side of the hls product (to atmosphere) was identified in getinge internal testing. The observed gas-side leak likely prevented the removal of excess co2. Further, it is possible that the leak in the gas phase of the hls module may have prevented complete flushing of condensate from the membrane, further exacerbating the retention of condensate in the membrane thereby increasing co2 retention. Additionally, the blood gas information submitted by the customer suggests the presence of respiratory acidosis via the retention of co2 which may correspond with the difficulty of co2 removal (as expressed by the customer)." The investigation is still ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the french market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in france during patient treatment. Problems occurred during a vv ECMO that had been running for 15 days. The blood flow was correct (5l/min) with low pressures in absolute value, there was no hemolysis, no fibrin deposit on the walls of the oxygenator and the oxygenation by the oxygenator was effective since the reinjection po2 was more than 400 mmhg. Problems arose regarding the purification of co2. At a sweep flow of 9 l/min, the paco2 drops from 56 to 43 mmhg (pre and post oxygenator resp.). The membrane was flushed several times to evacuate all the condensation without effect on the co2 exchange. Due to a suspected malfunction the hls set was replaced. No harm to any person has been reported. As the hls set was replaced during treatment, the event can result in a risk for harm of any person a report is required. Complaint ID #(B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france during patient treatment. Problems occurred during a vv ECMO that had been running for 15 days. The blood flow was correct (5l/min) with low pressures in absolute value, there was no hemolysis, no fibrin deposit on the walls of the oxygenator and the oxygenation by the oxygenator was effective since the reinjection po2 was more than 400 mmhg. Problems arose regarding the purification of co2. At a sweep flow of 9 l/min, the paco2 drops from 56 to 43 mmhg (pre and post oxygenator resp.). The membrane was flushed several times to evacuate all the condensation without effect on the co2 exchange. Due to a suspected malfunction the hls set was planned to be replaced. On (B)(6) 2025 the information was received, that no device replacement took place. The patient became hemorrhagic and the assistance was stopped. New information has been provided by the getinge ssu (sales and service unit) as follows: as the medical team could not achieve the goal of decarboxylation, and as they suspected a failure of the hls circuit, they were considering changing it. Customer didn't have time because they had to wean the patient from the ECMO as he had a hemorrhage. Hemorrhage is a complication of the ECMO. The patient was weaned from the ECMO. As the patient became hemorrhagic, a report is required. The affected product was investigated by the getinge laboratory on (B)(6) 2025. During the investigation, the reported failure by the customer could not be confirmed. However, leakages on the blood and the gas side were detected which were not reported by the customer. On (B)(6) 2025 the ssu confirmed that no leakages were noticed by the customer. An exact root cause could not be determined at this time. The device was sent to an external laboratory for CT scan and received report on (B)(6) 2026. During their investigation, the reported failure could be confirmed. The root cause could be determined as a detachment of the welding connection between the outer cover 2 and the respective blood inlet and outlet covers of the hls module. However, three probable causes can lead to the detachment of the welding connection: - manufacturing process (incorrect welding) - sterilization and transport (heat, mechanical stresses and vibrations) - application (application parameters, mainly due to pressure loads on the blood, water, and gas side) these causes were not confirmed. A medical review was performed by getinge medical affairs on (B)(6) 2026 with following conclusion: "as stated by the customer, the event occurred during a vv ECMO treatment that had been running for 15 days. The customer reported that blood flow was correct at 5 l/min with low pressures in absolute value, there was no hemolysis, no fibrin deposit on the walls of the oxygenator, and oxygenation was effective since the reinjection po2 was more than 400 mmhg. The problem described concerned the purification (removal) of co2. At a sweep flow of 9 l/min, the paco2 dropped only from 56 mmhg to 43 mmhg (pre- and post-oxygenator respectively). The membrane was flushed several times to evacuate condensation without effect on co2 exchange. The customer questioned whether the problem could originate from the membrane and considered replacing the circuit. Later information indicated that the hls set was not replaced. The patient became hemorrhagic, resulting in the removal from extracorporeal support. Clinical details provided by the customer include male patient, 47 years, height 168 cm, weight 80 kg. The hls set was primed and connected on (B)(6) 2025. The investigation report states that the returned hls set advanced 7.0 exhibited multiple leaks to the external environment, originating from both the blood side (see previous paragraph) and the gas side of the oxygenator. The presence of leaks was not reported by the customer. All leak findings originate from the internal investigation. It is therefore unclear when these leaks occurred. If the set was tested by the customer during priming, any major leakage such as the crack at the luer lock should have been detected prior to use. This suggests that the damage likely developed during shipping of the product back to getinge for investigation. As mentioned in the previous paragraph, leaks were also detected between outer covers on the gas side. That said, no internal cross-leak between compartments was found, and the water side remained intact. These structural integrity issues resulted in the failure of leak tests for gas sides. The cause of these leaks could not be determined. Extended use of 15 days may have influenced fiber performance, but this cannot be conclusively linked to the observed gas leaks which originate from the structural body of the hls module. A CT scan and clinical evaluation were recommended for further clarification. Further, the gas leakage confirmed by getinge likely explains the observation reported by the customer regarding the inability to remove co2 as sweep gas was shed to the environment (the likely path of least resistance). No definitive root cause for the gas leak could be established. Reasonable possible causes include mechanical damage during handling, an undetected manufacturing defect, or damage during shipping. There is no evidence of user error contributing to the event. It appears that customer followed standard procedures and attempted corrective measures as recommended by getinge. Based on the available information, the hemorrhagic event cannot be clearly associated with the observed gas leak or with the reported difficulty of co2 removal. Further, it is unknown if patient comorbidities contributed to the hemorrhagic condition of the patient. In conclusion, a leak in the gas side of the hls product (to atmosphere) was identified in getinge internal testing. The observed gas-side leak likely prevented the removal of excess co2. Further, it is possible that the leak in the gas phase of the hls module may have prevented complete flushing of condensate from the membrane, further exacerbating the retention of condensate in the membrane thereby increasing co2 retention. Additionally, the blood gas information submitted by the customer suggests the presence of respiratory acidosis via the retention of co2 which may correspond with the difficulty of co2 removal (as expressed by the customer). Summary of new results (after second investigation report) the updated investigation report includes additional findings based on a CT scan of the returned hls set advanced 7.0. The CT scan revealed previously undetectable internal structural abnormalities within the weld joints of the oxygenator. Specifically, continuous gaps were identified within the mirror-weld connection between outer cover and the respective blood inlet and blood outlet covers. These gaps represent a separation of the welded connection and were identified as the definitive cause of the gas-side leakage. In the CT cross-sections, the weld seam appeared clearly detached, without signs of external cracking, indicating an internal delamination of the welded interface. A comparison with CT images from a reference hls module device showed intact weld seams, confirming that the weld configuration of the returned module was abnormal. Further CT images demonstrated that the weld seam on the complaint sample had been melted deeper than expected during manufacturing, causing outer cover 2 to be welded too far onto the inlet and outlet covers. This deeper melt resulted according to the investigation report in additional mechanical stress being introduced into the weld region. Under these conditions, factors such as sterilization (heat), transportation (mechanical loads and vibration), and physiological application stresses (blood, water, and gas pressures) may have gradually contributed to progressive separation of the already weakened weld seam. According to the report, no external mechanical deformation, no signs of unusual shrinkage behavior of the fiber bundle, and no evidence of external impact forces were observed in the CT data. The temporal relationship of the weld separation cannot be definitively established. The analysis states that the separation may have progressed over time due to operational loads. It is also emphasized that the unit functioned for a substantial portion of the 15-day treatment period, consistent with a progressive deterioration. The severity of the leakage observed during laboratory testing may not necessarily reflect the level of leakage during clinical use, as additional detachment could have occurred during storage and the time elapsed between the event and the CT scan. The examination further confirmed that the gas-side leak would adversely impact the internal concentration gradient required for gas exchange and could also locally reduce the effectiveness of flushing procedures intended to remove condensate from the hollow fibers. These findings are technically consistent with the customer¿s reported difficulty in removing co2. No cross-leak between blood and gas compartments was identified, and the water-side testing showed no abnormalities. Final conclusion: the updated root-cause analysis identifies the separation of the weld seam between outer cover 2 and the blood inlet/outlet covers as the definitive technical root cause of the leakage. Probable contributing factors include an unfavorable weld geometry introduced during manufacturing, as well as additional stressors such as sterilization, transport, and operational pressures that may have exacerbated the weld separation over time. No further internal defects were detected, and no additional investigations were deemed necessary. There is no evidence of use error contributing to the event. It appears that the customer followed standard procedures and attempted corrective measures as recommended by getinge. Based on the available information, the hemorrhagic event cannot be clearly associated with either the observed gas leak or with the reported difficulty of co2 removal. Further, it is unknown if patient comorbidities contributed to the hemorrhagic condition of the patient. In conclusion, a leak in the gas side of the hls product (to atmosphere) was identified in getinge internal testing. The observed gas-side leak likely prevented the removal of excess co2. Further, it is possible that the leak in the gas phase of the hls module may have prevented complete flushing of condensate from the membrane, further exacerbating the retention of condensate in the membrane thereby increasing co2 retention. Additionally, the blood gas information submitted by the customer suggests the presence of respiratory acidosis via the retention of co2 which may correspond with the difficulty of co2 removal (as expressed by the customer)." Based on the investigation results the reported failure "issues with purification of co2 - suspected hls malfuction (bad oxygenation)" by the customer could be confirmed. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period (B)(6) 2025 - (B)(6) 2023. It does not show any non-conformity in regard to the reported failure. In order to investigate further, the complaint information was transferred to the internal nonconformity process (nc no. (B)(4)) and all further investigation steps will be performed within the nc. According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
New information regarding the involved patient has been received on 2025-09-11 by the ssu. The patient became haemorrhagic. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the french market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.